Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction persisted, prompting a decision to replace the pump. Technical support confirmed the customer would use multiple daily injections as a backup therapy, provided instructions for returning the faulty pump, and arranged for a replacement, ensuring the pump was within warranty.